Event description:
During a hip labral repair procedure, the tip of the handle broke off inside the anchor. The tip remains inside the anchor as it was impossible to remove. The size of the tip is 2.5 x 1.9mm, which remains below the surface of the bone. There was a 20 minute delay in the case and it is unknown if there were patient injuries or complications.

Manufacturer narrative:
(B)(4).